Event description:
The customer reported to customer service that the power adapter for her 2-1/2 year old breast pump does not power the pump and "the cover of the wire is getting worn out" and sparked once. She indicated that she did not witness any fire or flame and that an injury did not occur.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint information and to get the product back are ongoing. The customer stated that she witnessed sparking, which is a safety risk. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.